Event description:
It was reported by the patient that the remote monitor dialed out, but never started sending. The monitor just keep redialing. The patient also reported that the monitor had been sending transmissions until a recent storm came through and the power was knocked out. The monitor will be returned and a new monitor ordered.

Event description:
It was reported by the patient that the remote monitor dials out, but never starts sending. The monitor just keeps redilating. The patient also reported that the monitor had been sending transmission until a recent storm came through and the power was knocked out. The monitor will be returned and a new monitor has been ordered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.